Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The system error 345 was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the event history log revealed system error 345. The reported condition was verified. No component could be determined for causality and therefore no correction was required. The ultrasonic sensor will be replaced as a precaution. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.